Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t2-l3 to treat adolescent idiopathic scoliosis. It was reported that shavings were coming off of the break-off set screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The device was returned for evaluaton. Set screw appears unused. Threads engage the sample 510k/verification mas as intended. After visual and functional evaluation, the implant appears to be capable of performing its intended function.